Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for premature depletion. The device had been implanted 3.6 years. It will be returned for analysis.